Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making a loud buzzing noise. The customer's blood glucose was 54 mg/dl. The customer declined troubleshoot for low blood glucose. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the unexpected restart error test, self-test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No unexpected restart alarm or external error alarm anomaly noted. No unexpected time/date change anomaly noted. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.